Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a suspension in insulin delivery. The customer's blood glucose level was 50 mg/dl. The customer wanted to troubleshoot the suspension feature of the device. No device was returned for analysis.